Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (conclusion codes).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Additional information received indicated  that the patient has been discharged. The surgeon plans to re-operate the patient to address the mitral valve at a later date.

Manufacturer narrative:
D4: UDI: (B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. However, the suture loop was most likely due to procedure related factors. There was no indication or allegation of a device malfunction contributing to the event. The subject device was not returned for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a surgeon experienced intraoperative complication relating to suture looping during implant of a 7300tfx mitral pericardial valve of unknown size. The implant procedure was performed via right thoracotomy. Edwards clinical md guided the surgeon by phone during the surgery. The valve remained implanted in the patient. Post procedure, the patient was taken to the itu for further observation. The patient weaned from the ventilator and extubated; however, the patient suffered a stroke on pod #1. The patient is in stable condition. The surgeon plans to re-operate the patient to address the mitral valve.